Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced alternating low and high blood glucose while using the ilet after a period off therapy, with discordant readings between the ilet and a glucometer and entry of a usual breakfast bolus when already trending low, followed by subsequent overcorrections and corrective insulin. Symptoms included low glucose and high glucose, tiredness and loss of taste. Outcomes included no hospitalization, no emergency treatment, and no long-term sequelae. Investigation included review of device data and user education on treatment of hypoglycemia and use of complex carbohydrates, with calibration steps and scheduling of additional training. Investigation of this case revealed no device malfunction and indicated user management factors, including meal announcement while low and subsequent corrective actions, as the likely contributors to the glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user management factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.